Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer reports that their "blood glucose measurement did not display because the reader was defective." The customer experienced symptoms of hypoglycemia, sweating, dizziness, a loss of consciousness for a "short moment and fell". The caregiver helped the customer sit up nearby on a bench and the customer was able to self-treat with glucose and cola. There was no report of death or permanent injury associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer reports that their "blood glucose measurement did not display because the reader was defective." The customer experienced symptoms of hypoglycemia, sweating, dizziness, a loss of consciousness for a "short moment and fell". The caregiver helped the customer sit up nearby on a bench and the customer was able to self-treat with glucose and cola. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6). Has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed due to use related issue. Visually inspected the returned usb charger and usb cable and no issues were observed. Opens or shorts were not observed. Usb charger and usb cable passed testing. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to perform voltage on the returned power adapter and results were within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased and placed into the reader test fixture to download log. Therefore the issue is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer reports that their "blood glucose measurement did not display because the reader was defective." The customer experienced symptoms of hypoglycemia, sweating, dizziness, a loss of consciousness for a "short moment and fell". The caregiver helped the customer sit up nearby on a bench and the customer was able to self-treat with glucose and cola. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed due to use related issue. A crack in the casing was observed causing potential power issue, which affects the functionality of the reader and contributes to the customer complaint. Visually inspected the returned usb charger and usb cable and no issues were observed. Opens or shorts were not observed. Usb charger and usb cable passed testing. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to perform voltage on the returned power adapter and results were within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased and placed into the reader test fixture to download log. Therefore the issue is not confirmed to use as the damage observed in the reader is consistent with misuse. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed due to use related issue. Visually inspected the returned usb charger and usb cable and no damage was observed. Opens or shorts were not observed. Usb/charging cable was passed testing. Visual inspection was performed on the power adapter and no issues were observed. Performed load test on the usb charger and results were within specification range. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range the returned reader was further investigated and de-cased and placed it into the reader test fixture to download log. Therefore

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer reports that their "blood glucose measurement did not display because the reader was defective." The customer experienced symptoms of hypoglycemia, sweating, dizziness, a loss of consciousness for a "short moment and fell". The caregiver helped the customer sit up nearby on a bench and the customer was able to self-treat with glucose and cola. There was no report of death or permanent injury associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer reports that their "blood glucose measurement did not display because the reader was defective." The customer experienced symptoms of hypoglycemia, sweating, dizziness, a loss of consciousness for a "short moment and fell". The caregiver helped the customer sit up nearby on a bench and the customer was able to self-treat with glucose and cola. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed due to use related issue. Reader powered on with button depression. Visually inspected the returned usb charger and usb cable and no issues were observed. Opens or shorts were not observed. Usb charger and usb cable passed testing. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to perform voltage on the returned power adapter and results were within specification range. Power adapter passed testing. Reader was connected to pc and software, however did not recognize the reader. The returned reader was further investigated and de-cased and placed into the reader test fixture to download log. Therefore the issue is not confirmed to use . This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.